Event description:
It was reported that patient presented remotely via merlin transmission. Stored egms noted device exhibited post-paced t-wave oversensing on the ventricular channel. The patient received inappropriate atp therapy during the oversensing and the device began to charge, but aborted the shocking therapy. Programming changes were recommended.